Event description:
My lung was punctured during a biopsy procedure and the radiologist is adamant that he did not do anything to cause it. The needle (a bard marquee disposable core biopsy needle) has since been recalled and I believe it was the cause of my injury. I was taken to the emergency room to undergo an emergency chest tube placement to reinflate my lung and stayed 3 days in the hospital to allow the punctured lung to heal. The reason for the recall is that the firing mechanism for the needle was misfiring and causing it to over or under fire, possibly damaging adjacent tissue, which happened in my case. FDA safety report ID# (B)(4).